Event description:
It was reported patient underwent a revision procedure four years post implantation due to infection, bone loss and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: nexgen stem extension catalog # 00598802013 lot # 63632061, lcck nexgen femoral component catalog # 00599401692 lot # 63723261, nexgen stem extension catalog # 00598801114 lot # 63260020, palacos r + g (1x40) catalog # 66022663 lot # 86604591, stemmed tibial component precoat a/p wedged for cemented use only size 5 catalog # 00598800500 lot # 63569375r, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 14 mm height catalog # 00596204014 lot # 63686791, palacos r + g (1x40) catalog # 66022663 lot # 85694582, distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 10 mm augment with screw catalog # 00599003620 lot # 63608021. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01251, 0001822565-2022-01252.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filled for this event: 0001822565-2022-02482. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.